Event description:
Pt had experienced a 3.5mm twinfix anchor backing out post-operatively. Surgeon stated that he performed a shoulder procedure in 2002 on a football player with excellent bone quality and large muscle mass. The procedure consisted of a reverse bankart repair, which was performed without issues. The pt complained of crepidation and loss of motion in the operative shoulder. The pt was x-rayed which showed that one of the two 3.5mm twinfix anchors had migrated from the insertion site. The x-ray also revealed that the pt had incurred grade 4 degenerative changes to the cartilage of the humeral head. The pt underwent revision surgery to remove the anchors. The pt has been permanently impaired and now has degenerative artrhitis. Additional info has been requested for the lot numbers, date of initial surgery and revision surgery.